Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 16-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) ran a full physical and software inspection of the keyboard and did not detect any issues with key performance or typing functionality and all relevant tests passed in hardware test application. The fse confirmed the customer was able to use the keyboard without any issues. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es keyboard had sticky keys, which resulted on multiple typing error for users. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.